Event description:
Customer reported that image was lost when moving c-arm into lateral position. No patient injury was reported.

Manufacturer narrative:
The service rep found intermittent open in the video high voltage cable assembly. He replaced the high voltage cable assembly and corrected the problem. System operates as manufacture intended.